Event description:
Saline was connected to the normoflo set and there was an airlock due to an air bubble that neither the rn or doctor could get out. Set was replaced and the new set worked as expected. Manufacturer response for level 1 normoflo irrigation set, normoflo (per site reporter): manufacturer provided rga# for product return evaluation.